Event description:
Event was reported to (B)(4) by an attorney. The patient suffered uti's, back pain, pelvic pain, painful intercourse, rectal pain, rectal bleeding, urinary problems, and stress incontinence. No further information has been provided.